Event description:
The facility reported eight possible cases of toxic anterior segment syndrome (tass) with two doctors over three days. One doctor had three cases and the other had 5 cases. They are looking for possible causes, and can not find anything it might be. They requested a check of one system. Additional information has been requested. This case is being reported under mfg. Rpt.# 2028159-2007-00108. The other cases are being reported under mfg. Rpt.#s: 2028159-2007-00106, 00107, 00109, 00110, 00111, 00112, 00113.

Manufacturer narrative:
Provided the customer with information on possible causes of tass, and cleaning & sterilization dfus for handpieces. Investigation, including root cause analysis is in progress.